Event description:
Chemo or saline flush solution spilled onto towel drape when saline flush syringe was removed from primary line y-site. Port y-site silicone remained depressed. Primary line was saline and flush solution was saline. Vincristine (chemo) had been administered prior to saline flush. No harm reported.